Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the device started properly and was rotating. Then, the device seized and did not start again. The procedure was successfully completed with a second device with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.